Event description:
It was reported that during repositioning of a dislodged lead, a crack was detected in the outer insulation. The lead was explanted. No patient complications have been reported as a result of this event.